Event description:
Baxter received a report stating that std stretcher frame brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. The baxter transport, procedural, and specialty stretchers are intended for caregivers to use for the treatment and transportation of patients in all areas of the hospital, surgical centers, and other patient care facilities. There are no known contraindications for these stretchers when used in accordance with this instruction for use. A core component of the stretcher braking system is the caster brake. The caster brake is comprised of a hex bar, the cam, the plunger, compressing spring, the brake puck and the wheel. The plunger moving downwards compresses the brake puck against the caster wheel setting the brakes in the system. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed in the previous 12 months. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.